Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation. The actual complaint sample involved in the case was not available. A review of the device history record for lot number 130307d2 revealed no deviations or anomalies during manufacturing of the lot. No defects of a similar nature were observed. As the complaint sample was not returned, a comprehensive failure analysis was not possible. A retention sample of the complaint lot was also evaluated with the drain exhibiting a break strength of 54n (12lb) which significantly exceeds the specification requirement of 40n (9lb) minimum. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it as due to a manufacturing defect at this time. No specific corrective action has been implemented at this point as the root cause(s) could not be identified. The customer is advised to refer to the directions for use (dfu) that is packaged along with the product for precautions on drain handling as follow: 1) to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured, either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. 2) drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. 3) leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal. We will continue to monitor trends and utilize the information for continuous improvement

Event description:
Patient had internally fixed intertroch fracture on left hip, but the screw cut out. Patient taken to operating room for conversion to total left hip arthroplasty with hardware removal. A CT drain was placed. Later, the resident was pulling out the drain and it snapped, leaving a portion of it in the wound. The patient was taken back to operating room and the remaining portion of the drain was removed.